Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging was damaged appeared "melted" prior to use with 3 bd needle precisionglide¿ 22x1in. The following information was provided by the initial reporter, translated from portuguese to english: three units of hypodermic needle (lot: 0029141, ref 300327) are with their packaging damaged, appear to be with the plastic melted. There was no damage to the patient / health professional and there was no notification to anvisa.

Event description:
It was reported that the packaging was damaged appeared "melted" prior to use with 3 bd needle precisionglide¿ 22x1in. The following information was provided by the initial reporter, translated from portuguese to english: three units of hypodermic needle (lot: 0029141, ref 300327) are with their packaging damaged, appear to be with the plastic melted. There was no damage to the patient / health professional and there was no notification to anvisa.

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were verified, where no records potentially related to failure were found. The available image was analyzed and it was possible to observe - burnt seal. The possible cause for the incident is high temperature in the form of sealing of the needle packaging machine. H3 other text : see h.10